Event description:
It was reported that t:slim x2 pump battery would not charge despite use of multiple working wall outlets, different charging cables, and different wall adapters, and charging connection was not recognized although pump did not shut down and could still be turned on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support discussed out-of-warranty loaner pump option.